Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate therapy due to the dislodgement of the right ventricular (rv) lead. The rv lead was repositioned to resolve the event. Further information was requested but not yet received.